Event description:
The customer initially called to report a button error alarm, which she could not clear due to the buttons not responding. Troubleshooting was performed and the buttons still did not respond. The customer then stated that she was hospitalized for diabetic ketoacidosis and chest pain. Troubleshooting was not done due to the button anomaly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.